Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the vessel locator button was depressed to deploy the vessel locator wings and the thumb advancer was advanced to completely split the sheath; however, when retracting the device to the vessel wall and before deploying the clip vessel access was lost. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.